Event description:
In an article titled "the efficacy of percutaneous vertebroplasty for vertebral metastases associated with solid malignancies", the following event was reported: from 136 cases that underwent percutaneous vertebroplasties: one reported complication of pain at the site due to a small amount of cement leakage around the site used directly in the vertebroplasty procedure. This patient received simple analgesia after the procedure and the pain resolved within 24 hours; the patient subsequently had a good result from the vertebroplasty with good long-term pain control. No additional information was reported.

Manufacturer narrative:
Report source: article titled "the efficacy of percutaneous vertebroplasty for vertebral metastases associated with sold malignancies" by belinda lee, ingrid franklin, jacqueline s. Lewis, r. Charles coombes, robert leonard, philip gishen, justin stebbing. Method: device not returned; followed up with author.